Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon had trouble loading a 13.7mm micl13.7 implantable collamer lens, -9.5 diopter, and the lens was damaged. There was no patient contact and the backup lens was used. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
The lens was in the process of being pulled forward into the cartridge tip when a piece of the icl was torn off between the leading footplates by the forceps. The icl, cartridge and forceps were replaced and the surgery was completed uneventfully. (B)(4).